Event description:
It was reported that the nurse stated they have a neonate on the arctic sun device in normothermia with a targeted temperature (tt) of 37c for 24 hours. They temporarily paused the device to take the patient to the procedure. When the patient returned, they placed a new esophageal temperature probe and resumed therapy. The device was now alarming 113 (reduced water temperature control) and the patient was below the target at 36c. Nurse confirmed they have not added any water to the device. Water flow rate (wfr) was 0.6 l/min. Discussed flow rate and heater capacity. Nurse confirmed the tubing was straight with no kinks or bends. Had nurse pause therapy and empty neonate pad. Had nurse disconnect and reconnect pad with proper technique. Resumed therapy, pad primed to water flow rate (wfr) was 0.3 l/min and gave alarm 02 (low flow). Had nurse stop, empty pad, and disconnect. Walked nurse through placing device in manual control. Without pad, water flow rate (wfr) was 1.5 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 44 percentage, water reservoir level (wrl) was 4, system hours were 3,157 and pump hours were 3,047. Had nurse reconnect pad, water flow rate (wfr) was 0.2 l/min, inlet pressure (ip) was -11.2psi, and circulation pump command (cpc) was 100 percentage. Suggested nurse change the pad, current pad lot# ngks2041. Nurse stated to swap the pad and call back if needed. Encouraged nurse to call if they continue to have any flow rate issues or issues warming the patient to target. Per additional information updated from ttm on 25nov2025, biomed stated the nurses had called previously about a device not heating. The biomed did a calibration on it and it passed and has done the 6-month preventive maintenance. Explained they were having issues with the device heating, which was related to the flow rate being low. Biomed confirmed flow rate and inlet pressure and it passed as well. Discussed how it could be related to the neonate pads. The device did have over 3,000 hours on it, so the circulation pump might be starting to wear out. If it passed the calibration and checks then they could continue to use it and just keep an eye on it.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided per gudid. H11: section a through f, the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.